Event description:
On september 15, 2024, the manufacturer became aware of 4 serious injuries involving the everpatch devices which were implanted in conjunction with glaucoma tube shunts. Postoperatively these 4 patients underwent surgical revisions due to wound dehiscence and the conjunctiva did not grow over the patch. In one case, three revisions were performed on the same patient. No specific patient or device information was provided. Additional patient follow-up was requested from the surgeon on (B)(6) 2024. At this time, no additional information has been received in order to understand the details of the reportable events.

Manufacturer narrative:
Device identifiers have been requested from the initial reporter. A CAPA investigation has been opened to understand the everpatch rate of wound dehiscence, conjunctival erosion, everpatch exposure, and surgical intervention and to understand how this correlates with alternative treatments for scleral reinforcement to cover glaucoma drainage tubes (e.g., donor tissue, pericardium, or scleral tunnel). The majority of everpatch customers were contacted and asked to share their postoperative clinical experience. Based on preliminary CAPA investigation results, corneat estimates the likelihood of occurrence for wound dehiscence is 10-15%, with all known cases being seidel negative (i.e., no wound leak). However, surgeons opted to perform revision surgery in approximately 5-10% of implanted patients. Early findings also show conjunctival erosions healed spontaneously (i.e., without surgical intervention) in approximately 1-5% of implanted patients. Importantly, there have been no confirmed reports of glaucoma device/tube exposure. These current adverse event rates for the everpatch compare favorably to published rates for wound dehiscence using tissue to cover the glaucoma tube. Geffen et al report: "conjunctival dehiscence is usually a benign, common complication after agv [ahmed glaucoma valve] insertion. It does not need repair as long as the tube is well covered. Agv tube or plate exposures are less common, occur later and were promptly repaired as per current practice." The authors reviewed the medical charts of 158 subjects and report 33.5% of subjects presented with wound dehiscence and 8.9% of subjects presented with glaucoma device exposures. There were no conjunctival complications in 57.6% of subjects. Reference: geffen n, buys ym, smith m, anraku a, alasbali t, rachmiel r et al. Conjunctival complications related to ahmed glaucoma valve insertion. J glaucoma. 2014;23(2):109-14. Conjunctival dehiscence is a common postoperative adverse event and an inherent risk of glaucoma drainage device implantation. The device instructions for use identifies the following possible complication: detachment of the device from surrounding tissue in case of trauma or when chronic inflammation is not addressed. Manufacturer reference #: (B)(4).